Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed frequent high ventricular alerts due to right ventricular (rv) lead oversensing noise. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events of oversensing noise and high pacing threshold were confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression, breaching the outer insulation, and exposing the outer coil. The cause of the reported events was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
New information received notes that there was also high capture threshold noted on the right ventricular (rv) lead.